Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision. Patient's symptoms: we are advised that the patient suffered a cyst at the left hip for one year after surgery.